Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator and charge-pak icon are present on the device's readiness display. Physio requested the customer power on the device; however when the on/off button was pressed, the device would not power on. There was no patient use associated with the reported event.